Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drainage bag had a stiff tap which the patient had difficulty in operating . It was mentioned that the tap did not sit correctly on the fs3 plastic night bag stand, where it would bend over the top of the stand and effectively shut off the urine flow to the bag. This resulted in restricted drainage and urinary sheath failure. The patient experienced bed wetting and was distressed. No medical intervention was reported. Per follow up via ibc on (B)(6) 2022, regarding the tap stiffness, it certainly felt stiffer than usual, but it was also related to who operated it. The user had difficulties and had issues with grip and strength after an injury. Representative tested a couple of uriplan bags on the fs3 plastic stand, and it did cause the tubing to kink over backwards and restrict or block the flow. Representative thought this was on the simple plastic stands instead, but the user suggested that something where a coil to hold the tubing had snapped off. It appeared that the top of the stand needed to be higher, or the 4 pegs need to be lower or forward facing, but that was a complete redesign and representative believed the spirit bag dsbb2000 does sit better.

Event description:
It was reported that the drainage bag had a stiff tap which the patient had difficulty in operating . It was mentioned that the tap did not sit correctly on the fs3 plastic night bag stand, where it would bend over the top of the stand and effectively shut off the urine flow to the bag. This resulted in restricted drainage and urinary sheath failure. The patient experienced bed wetting and was distressed. No medical intervention was reported. Per follow up via ibc on 27may2022, regarding the tap stiffness, it certainly felt stiffer than usual, but it was also related to who operated it. The user had difficulties and had issues with grip and strength after an injury. Representative tested a couple of uriplan bags on the fs3 plastic stand, and it did cause the tubing to kink over backwards and restrict or block the flow. Representative thought this was on the simple plastic stands instead, but the user suggested that something where a coil to hold the tubing had snapped off. It appeared that the top of the stand needed to be higher, or the 4 pegs need to be lower or forward facing, but that was a complete redesign and representative believed the spirit bag dsbb2000 does sit better.

Manufacturer narrative:
The reported event was inconclusive since returned sample was unoriginal. The device had met relevant specifications. The product was used for patient treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the returned sample noted one unopened (with original packaging), uriplan bed bag with night bag stand. Visual inspection of the sample noted assembled the uriplan bag to the night bag stand filled the bed bag with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the top of the stand did not bend over nor did the flip-flo valve shut the flow to the bag. The bed bag, flip-flo valve and the stand function as intended. Also noted he flip-flo valve open and closed with no issues or difficulties. Photo sample was returned and could not be evaluated for the reported failure. This investigation is inclusive since the return sample is unoriginal. A potential root cause for this failure mode could be ¿incorrect/lack of training¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿bard® foley catheter warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Sterilized by ethylene oxide contains or presence of phthalates: di(2-ethylhexyl)phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks.¿ corrections: d,g,h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.